Manufacturer narrative:
Product event summary: analysis could not confirm that the display screen was cracked, but it was found that the keyboard was scratched. It was also found that the output connector was broken, and the hanger assembly was contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a crack in the front screen. The epg has been returned for repair. No patient complications have been reported as a result of this event.